Manufacturer narrative:
We checked the returned unit and confirmed the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the eog valve broken, the light guide cable buckled, the light guide cable for control body buckled, the air nozzle deformed, the water nozzle deformed, remote control button leak, the r/l lock knob scratched, the lg prong top loose, the insertion flexible tube(ift) bump, the suction channel kink, and the air/water socket chipped/cut o-ring; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.